Manufacturer narrative:
Date of event: unknown. Medical device expiration date: na. The customer's address is unknown. Unknown, (B)(6) 00000 USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported syringe 0.3ml 31ga 8mm halfunit 10bg 500 had no expiration date listed. The following information was provided by the initial reporter: "consumer stated that she received syringes that were donated and wanted to know if they were expired. There is no expiration date on the box".